Event description:
Related manufacturer reference number: 2017865-2022-13599, 2017865-2022-13600, 2017865-2022-13601 it was reported that the patient presented to the clinic due to pocket erosion. The implantable cardioverter defibrillator (ICD) has eroded from the pocket due to suspected infection. The ICD, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. On (B)(6) 2022, new ICD, ra lead, rv lead and lv lead were implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.